Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. One picture was provided. Based on pictures attached on investigation, condition reported in complaint is visible, however, the instructions were not followed so that the cuff inflates symmetrically no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the cuff was not inflating symmetrically. No patient injury was reported.